Event description:
Blood glucose monitor began performing a test, prior to applying bloos or control solution to the test strip. Pt's blood glucose was not affected and not treatment was received. A request was made for the return of the suspect product and replacement product was shipped.